Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the system was retuned. Safety clip was missing upon receipt. The adapter was tight and the two-way stop cock was opened. The gray outer sheath was torn off approximately 55mm from the strain relief at the catheter reinforcement area. Stretching in the outer grey catheter was noted at the break. The stent graft was found to be partially deployed 12mm from the distal end of the outer catheter. Bent struts were noted on the undeployed portion of the stent graft. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed, as the stent graft was returned partially deployed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment the endovascular stent graft delivery system outer catheter allegedly broke. There was no reported difficulty in retracting the delivery system from the patient. Reportedly, another endovascular stent graft was use to complete the procedure. There was no reported patient injury.